Event description:
It was reported that an ambulance transported customer to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 1000 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer alleged that the pump's alarm sound was not annunciating. During troubleshooting with tandem technical support (cts), the pump's speaker was functioning as intended. Additionally, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered; however, the alleged root cause could not be confirmed. Multiple attempts were made by cts to obtain additional information; however, no response was received. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.